Manufacturer narrative:
Other, other text: d4 and g5 are unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Three images were provided. Based on pictures attached on investigation, condition reported in complaint was not visible. This failure mode cannot be confirmed. One sample was received with an unknown lot number, in used conditions, without its original packaging and with its certificate of safe handling. The sample was tested on leak test. The test was performed under water as per procedure. During the test, a leak was found in the cuff. The complaint was confirmed. The cuff was inspected using a digital microscope with a scale of 200x, to observe better the shape of the pinhole found during leak test. The hole was observed with a circular shape with flash in the periphery. The root cause of the based on the tests performed to replicate the failure mode, where it could not be reproduced using the tools from assembly process, the most probable root cause was that damaged occurred after the product left manufacture. Complaint would not be confirmed. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.

Event description:
Product may have caused or contributed to serious injury. No additional adverse patient effects. This event was considered a serious injury.

Event description:
A nurse noticed cuff was not fully inflated on a smiths medical trach tube due to patient being in respiratory distress. Failure to inflate was confirmed and a trach change was done to resolve the issue. No further adverse patient effects were reported.